Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a signal loss and an adverse event was reported. The patient stated they experienced signal loss and a hypoglycemic event in which her neighbor found her passed out on the floor and called the paramedics. The patient was administered a glucose drip and indicated that shew as unable to recall if the signal loss occurred prior to her passing out. At the time of contact, the patient was doing good. No additional patient or event information is available. Data was provided for investigation. Confirmation of the problem was confirmed via data. The probable cause could not be determined.